Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that one day post lasik it was discovered that the left eye was treated with plus sphere refraction and not minus. Patient resulted with a greater amount of myopia and a retreatment was performed two weeks later. Patient states they are doing well now.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The review of the treatment file confirms that the treatment was performed with +3.75 sphere. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause was the user entering treatment sphere value with inappropriate algebraic sign. (B)(4)